Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Suspected premature battery depletion on the device was noted. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt the device was interrogated on a programmer, but communication could not be established. After decontamination, a visual inspection was performed. The can was swollen, no other anomalies were observed. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. The premature battery depletion was caused by a lithium cluster induced short circuit. The reported event of premature battery depletion was confirmed.